Event description:
It was reported that an unexpected pump reset occurred. Customer's blood glucose (bg) level was 500 mg/dl. The customer addressed their bg with a correction bolus. Reportedly, customer continued using the pump for insulin therapy.